Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024. No further information was available. No further information available.

Manufacturer narrative:
(B)(6). Patient country: italy.